Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00731. It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target lesion was located in the non-calcified, mildly tortuous lad (left anterior descending artery). Predilation of the proximal portion of the lad was performed with a 2.5x15mm apex balloon, a 3.5x24mm promus element stent was placed, and post dilation was performed with a 4.0x8mm quantum apex balloon resulting in a fully expanded stent. Next the physician chose to treat a more distal lesion. Predilation with a 2.5x15mm apex balloon was performed. The physician wanted to perform additional predilation but felt resistance trying to cross the deployed 3.5x24mm promus element stent. Based on review of angiography the physician felt there was longitudinal compression of the proximal portion of the promus element stent. Additional balloon dilations of the segment were performed and a 4.0x8mm promus element stent was placed proximally to cover the compressed segment. The physician felt the artery was successfully treated and proceeded to place a 3.0x38mm promus element to cover the distal lesion with satisfactory final appearance. The patient remained stable throughout the procedure. No further patient complications were reported. This product is only ous approved but it is similar to an approved us device.